Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed after positioning difficulty. The procedure was completed using an unknown stent. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: the device returned with numerous kinks visible on the catheter. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 15th stent wraps with struts raised. Kinks were evident on the distal shaft 3.1cm, 4cm, 4.7cm and 5.1cm, proximal to the distal tip. Deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to deformation on the catheter. If information is provided in the future, a supplemental report will be issued.